Event description:
It was reported that the customer received a motor error alarm on the insulin pump during manual priming, while changing out his set. The customer reverted to manual injection. His blood glucose was 15.9 mmol/l. The insulin pump was reportedly not exposed to a strong magnetic field. Customer was unable to rewind the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime rewind test due to protruded loose drive support disk. No motor error alarm was noted. The motor passed the motor test. There was minor scratches on the lcd screen, a cracked case near display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.